Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was 600 mg/dl for at least one of the events during the time period, however, a specific date was provided and there is no information regarding blood glucose for the rest. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy.